Manufacturer narrative:
The returned ipg was analyzed and was unable to be charged despite multiple charging attempts. Communication could not be established with a known good remote control or clinician programmer. Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. The ipg was then cut open, and internal electrical measurements revealed an excessive sleep current, which confirms that the application-specific integrated circuit (asic) chip was damaged. This damage is typically caused by ipg exposure to high voltage-high current transients. Therefore, based on objective evidence from the field and testing of the returned device, engineers concluded that the ipg was likely damaged unintentionally due to exposure to high voltage or high current transients.

Event description:
It was reported that immediately following a previous spinal cord stimulation implantable pulse generator (ipg) procedure (MFR. Report 3006630150-2024-00548), the patient experienced frequent charging of their ipg. The patient underwent an ipg replacement procedure and is doing well postoperatively.

Event description:
It was reported that immediately following a previous spinal cord stimulation implantable pulse generator (ipg) procedure (MFR. Report 3006630150-2024-00548), the patient experienced frequent charging of their ipg. The patient underwent an ipg replacement procedure and is doing well postoperatively.